Event description:
On august 11, 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings, and inaccurately erratic readings. On august 14, 2006, the medical affairs specialist (mas) spoke with the patient to obtain and verify information. In 2006, at 10:30 am, the patient obtained a blood glucose reading of 54 mg/dl on the reported meter. At that time, the patient was experiencing the symptoms of hunger and sweating. The patient administered self-care by eating glucose, and felt better afterwards. The patient did not retest her blood glucose level after the symptoms subsided. Earlier that morning, at 5:30 am, the patient had obtained a fasting blood glucose reading, however, she was unable to provide the specific result. Based on that meter reading, the patient took her dose of humalog insulin. The patient stated, she has occasionally obtained fasting blood glucose readings that are higher than her expected values. Her expected morning readings are 120 mg/dl to 130 mg/dl. The patient takes humalog insulin on a sliding scale based on meter readings, and lantus insulin 10 units in the morning and 10 units in the evening. The patient sometimes takes less insulin than her regimen dictates if she is going to be in a situation that will prevent her from accessing food. The next day, the patient obtained the fasting blood glucose readings of 296 mg/dl and 257 mg/dl at 5:48 am, and the readings of 277 mg/dl and 253 mg/dl at 10:50 am. As the time difference is greater than 20 minutes, a comparison for precision between the readings cannot be done. The patient noted she experienced no symptoms of high or low blood glucose levels on the same day, following her morning insulin dose. The patient has no backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call, the patient's testing technique was correct and the meter was programmed for the correct unit of measure. No quality control testing was performed during the call, as the patient did not have control solution. The meter, test strips and control solution were replaced. The patient became hypoglycemic following an insulin dose based on the reported meter result, and required self-treatment with food to resolve the symptoms. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.